Manufacturer narrative:
Event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name restore; product ID 37761 (serial: (B)(6); product type: 0213-recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The caller had a broken desktop charger connector pin. An email was sent to repair to replace the desktop charge. Patient reported they noticed it was taking a long time to charge their implant and they noticed the metal was sticking out of the recharger port. Pt stated the recharger port was damaged because of this and would need to be replaced as well. Patient noted they had neuropathy bad in their feet and they didn't want their implant to run out of charge. Patient service sent email to reps to begin the recharger to wireless recharger process. Pt called back repeating equipment issue in this case. Pt said they had not heard from a rep yet regarding the wr transition process and said they think they need the stimulator. Agent reviewed with patient that agent would reach out again regarding wr process. Agent sent a response to previous email in this case regarding wr transition process. Rep responded with shipping info, agent sent email to repair for wireless recharger. Agent attempted to call patient to obtain insr serial number, but call went straight to voicemail.